Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was discharged from the hospital 20 days later. The patient recovered from this event.